Event description:
Hill-rom rec'd a report from a hill-rom technician stating the nurse call would not work. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the sidecom patient control board was not working as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2009. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom patient control board to resolve the issue. Based on this info, no further action is required.